Manufacturer narrative:
This incident occurred on june 21, 1997. During a treatment, a blood leak into dialysate was noted by the facility visually, but no blood leak detector alarm occurred. The results of the blood leak detector evaluation is documented in complaint #0797158c3 (bld met specification). The facility stated that coincident with the blood leak, the patient experienced hemolysis. The cmes rep. Checked machin assemblies which could have contributed to hemolysis, but could find nothing wrong. The facility tested their water for chloramines and found acceptable results. The machine was also checked by the facility for residual bleach, and for proper dialysate composition: all results were appropriate. Patients using the machine subsequent to this incident experienced no ill effects. A review of the dtf history does not apply. A review of the cpf history for this specific serial number machine does not indicate that this has been a recurring condition since this machine was released to the field. A secondary search of the dtf history for this production lot is not possible since no part was returned. Test procedure followed: qara-146 sect.2.3, revision: h. In discussing this incident with the facility, it was clear that they had some problems with the blood set pressures and access site during the treatment. They reported that their pressure readings (both arterial and venous) were atypically low during the treatment and at setup, but they did not troubleshoot the cause and continued to initiate the treatment. During the treatment, they took the patient off the machine to reposition or replace the needles, but were unsuccessful in resolving the low pressure issue. The arterial needle site also bled slowly during the treatment, and the bleeding could not be stopped. The cause of the bleeding remained undetermined. These issues are of significant concern since the patient blood flow rate was 500 ml/min, which is the maximum typically used in dialysis. If any issue with the tubing (such as kinking), needle placement (such as suction against the access site wall), access site (stenosis at needle entrance/exit), or needle itself (flash, partially clotting of the lumen) is inappropriate at setup (which could lead to the inappropriately low pressures), these aberrations could cause some hemolysis at very high blood flow rates, since blood is being forced past flow geometries which are smooth. Since co was not at the facility to evalute the setup, an analysis of possible problems ignored by the facility cannot be determined. However, since this problem did not occur with subsequent patients, it does appear that the initial setup may have been faulty, and that the facility (despite concerns over unexpectedly low pressure readings) did not correct the situation prior to dialysis. Based on the info provided, it is unk what caused the hemolysis. It is concluded that the blood leak detector was not involved. This issue will continue to be trended as part of the co

Event description:
Patient hospitalized for hemolysis after dialyzing on centrysystem 3 dialysis control unit.